Event description:
Ous MDR - inappropriate vf detection due to noise in the ventricular channel was reported. No date of explant was provided and neither device was returned for analysis. There were no adverse patient effects reported and all available information suggests this system is still implanted. Should additional information become available, this event will be updated.

Manufacturer narrative:
The ICD and the lead were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the received clinical follow-up data. The follow-up data was inspected. During evaluation of the available iegms noise was observed in the right ventricular as well as the atrial channel, leading one charging cycle due to detection of vf. This confirms the clinical observation. Based on the available data there was no indication of a device malfunction of the ICD. However, due to the morphology of the observed noise signal, a damage to the insulation of the lead has to be taken into consideration. The manufacturing process for both devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms.